Event description:
It was reported to philips that the allura xper fd20 system cover of the extension arm is broken. The suspended arm housing crashed down. The deice was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure got completed as planned. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system cover of the extension arm is broken. The cover extension arm was replaced by the customer on their own. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.